Event description:
The event is reported as: ¿complaint alleges that the cuff on the tube does not inflate uniformly while intubating. The cuff inflates large on one side and small on the other. The tube was being used in a veterinary clinic.¿ ¿the end-user stated that the alleged defect was not good on the pt¿s windpipe. End-user also stated that the tube was being cleaned with warm-soapy water.¿ no pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.